Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled diagnostic yield and safety of biopsy guided by electromagnetic navigation bronchoscopy for high-risk pulmonary nodules". The literature reported the result of 90 patients with high-risk pulmonary nodules who underwent electromagnetic navigation bronchoscopy procedure using olympus bronchoscope and unspecified biopsy forceps or biopsy needles between october 2018 and may 2020. In the literature, it was reported complication as follows; bleeding (moderate: 4 cases, minor: 9 cases); respiratory failure (1 case); pneumothorax (3 cases). There are described in the literature as follows. "Among the patients with moderate bleeding, one experienced respiratory failure, requiring intubation due to obstruction of the bronchus by a blood clot. Pneumothorax occurred in three patients, and one patient required chest tube insertion. No participant died of a procedure-related complication." There are not mentioned that these complications were related to the subject device in question. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. However, omsc assumes that "respiratory failure" might be related to the subject device, and the subject device might be caused or contributed to a death or serious injury. Therefore, omsc determined that the "respiratory failure" was adverse event to submit. Omsc will submit a medical device report (MDR) depending on the event.